Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) battery is failing errored out. There was no harm reported.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) battery is failing errored out. There was no harm reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: b5, d4(unique identifier (UDI) #), h6(health effect ¿ impact codes) a getinge field service engineer (fse) evaluated the unit and confirmed main board issue. Fse replaced the pcb main board to resolve the issue. Unit passed all functional and safety testes. Returned unit back to customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received pcb, iabp mainboard_keta with a reported unit failure of battery failing errored out (battery icon is not displayed on monitor). The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, iabp mainboard keta into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat was able to replicate the complaint of the battery failing errored out (battery icon is not displayed on monitor). The board failed testing. Retaining the mainboard in the fat per procedure number 0002-07-d008 rev. Ar.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) battery is failing errored out. There was no patient involvement and no harm reported.